Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoirs were not working. The customer¿s blood glucose level was unknown at the time of the incident. The customer was unable to remove the plunger form the rod. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open/used reservoirs. Performed pre-fill reservoirs test per (B)(4) performed manual test to reservoirs and found plungers easy to release from stopper-plungers.